Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('thinks migration of coils') and device breakage ('mid-point of the essure device was grasped and a coil was noted to break off') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: g3p1a2. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/severe bleeding/heavy bleeding lasting a month"), pelvic pain ("tenderness in the pelvic area / shooting pelvic pain") and abdominal pain ("lots of cramping"). The patient was treated with surgery (laparoscopic removal of essure devices lsc salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('thinks migration of coils') and device breakage ('mid-point of the essure device was grasped and a coil was noted to break off') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: g3p1a2. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/severe bleeding/heavy bleeding lasting a month"), pelvic pain ("tenderness in the pelvic area / shooting pelvic pain") and abdominal pain ("lots of cramping"). The patient was treated with surgery (laparoscopic removal of essure devices lsc salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-jul-2021: mr received: essure removal date and surgery added. Reporter information, action taken with drug, patient age added. New event added- device breakage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.